Event description:
Information received that the tissue pad was melted - file does not meet the requirements of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the locator wings did not fully retract causing difficulty removing the device. The device was removed with counter-traction with an assertive pull. The physician inadvertently forgot to use the access ports to unlock the thumb advancer and clip delivery tubeset to aide in the removal of the device, as indicated in the instructions for use. Bleeding continued when the device was removed; manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) - (improper removal) - (B)(4). The device was received. Investigation is not complete.